Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that during ventilation, the o2 concentration was drifting. There was no patient harm. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person:(B)(4). The ventilator was investigated on site and the o2 gas module was replaced and returned for manufacture investigation. The reported drifting of o2 concentration were reproduced during test of the returned o2 gas module mounted in a ventilator. The deviation was caused by a nozzle unit in the o2 gas module. If oscillations happen during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the condition occurs during ventilation. Evaluation of the received device logs shows that the matching event on october 8 during the time period 00:00 to 13:22. The ventilator was turned off at 13:36 the same day.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).